Event description:
The patient was revised due to pain in the hip. Metalosis was present.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any product problems, related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution during 2003. The investigation could not verify or identify any evidence of product contribution of the reported problem. Based on the investigation, the need of corrective action is not indicated.